Event description:
It was reported that a power source alert occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to plug the wall adapter into a working outlet and wait at least 30 minutes, which resolved the issue when the pump began charging. No further assistance was required.